Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the select patient/acquire scans and delayed the surgery by less than one hour. It was reported that the site was having issues transferring images over from the imaging device to the navigation device. The site completed the surgery with a c-arm. The surgery was completed without navigation and there was no impact on patient outcome. The medtronic representative reported that while completing the system checkouts on site he had noticed that someone from the site replaced and had the wrong port numbers and saved the navigation device's information under the wrong section of the imaging device. The medtronic representative was able to erase and replace the information and the systems were connecting properly.